Event description:
It was reported that the rv lead was attempted but not used as the lead failed on defibrillation testing. The lead was explanted and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The full lead was returned and analysis found no anomalies.